Event description:
A nurse was treating a conscious pt with a diagnosis of mesothelioma. The pt was having a routine weekly blood draw; with blood pressure of 84/60 and a pulse of 110 bpm. The pt complained of chest pains and although the pt was conscious and perfusing, the nurse felt that the pt's condition was deteriorating, so the device was attached to the pt via defib pads and the device was powered on. The device determined a shockable heart rhythm and although the pt was still coherent, the nurse charged the energy, pressed the discharge button and delivered 120 joules to the pt. Complainant indicated that review of the ECG print-out from the event showed that the pt's heart rhythm was supraventricular tachycardia, and not a shockable rhythm. It was felt from the customer that the device advised shock inappropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction, and the nurse stated that after receiving the delivery of energy the pt's condition as well as their vital signs improved.